Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the trunnion of the stem was severely worn. Damage is consistent with the loss of taper lock. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to stem-head disassociation. Visual inspection of the returned device indicated that the trunnion of the stem was severely worn. Damage is consistent with the loss of taper lock. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Did uncemented hip surgery before 10 yrs and now hip stem implant is damage and dislocation in hip. Update: x-rays and pictures provided show the head dissociated from the stem.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Did uncemented hip surgery before 10 yrs and now hip stem implant is damage and dislocation in hip. Update: x-rays and pictures provided show the head dissociated from the stem.